Event description:
It was reported that the spring inside tap sleeve is not in place and is impeding you from placing the tap.

Manufacturer narrative:
Visual inspection, device history review, complaint history review, risk assessment. The device was confirmed visually to have a deformed inner spring. Manufacturing records for this product were reviewed and no anomalies were found. The probable root cause is normal wear due to instrument age.

Event description:
It was reported that the spring inside tap sleeve is not in place and is impeding you from placing the tap.